Event description:
It was reported by service report that the head end lift would not go up or down. The head end was stuck in the high position. No pt involvement or adverse consequences are reported.